Event description:
It was reported the line was placed on (B)(6) 2022 and removed on (B)(6) 2022 due to a line leak. The nurse noted the arterial line to be leaking/oozing blood. It was reported "dressing was changed but continued to ooze. Lost tracing/waveform intermittently and upon drawing back blood, noted to entrain air into tubing.". The dressing was removed and a small crack was noted in the catheter. The catheter was removed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one access catheter for analysis. Visual inspection of the catheter revealed a small tear and small hole in the catheter body, directly adjacent to the hub. The catheter was also kinked directly adjacent to the hub, as well as throughout the body, and the catheter walls appeared deformed. The kinks in the catheter body measured at 1 mm, 5 mm and 9 mm from the hub. The total catheter body length measured 1 3/4", which is within the specifications of 1 11/16" - 1 13/16" per catheter graphic. The catheter outer diameter measured 0.04478" , which is within the specifications of 0.044" - 0.046" per catheter extrusion graphic. Functional inspection was performed on the returned catheter to recreate the product's intended use. The catheter was flushed using a 5cc syringe in order to find any leaks or blockages. Upon flushing, water leaked out of the hole in the catheter. Manufacturing was contacted regarding this complaint investigation. They stated that all catheters are 100% inspected prior to packaging, and therefore if the defect was related to the manufacturing process, it likely would have been identified during inspection. The defect in the catheter appears consistent with unintentional use error. Misplacement or mispositioning of the catheter may lead to kinking, and repeated stress to the catheter may fatigue the catheter walls and cause tearing. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The returned catheter had a tear adjacent to the hub which leaked when functional testing was performed. Misplacement or mispositioning of the catheter may lead to kinking, and repeated stress to the catheter may fatigue the catheter walls and cause tearing. A device history record review based on a potential lot number from sales history was performed with no relevant findings. Based on the returned sample and the available information, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the line was placed on (B)(6) 2022 and removed on (B)(6) 2022 due to a line leak. The nurse noted the arterial line to be leaking/oozing blood. It was reported "dressing was changed but continued to ooze. Lost tracing/waveform intermittently and upon drawing back blood, noted to entrain air into tubing.". The dressing was removed and a small crack was noted in the catheter. The catheter was removed. No patient harm reported. The patient's condition is reported as fine.